Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor (B)(6)has been returned and investigated. The sensor plug is fully seated and no issues were observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 1 (storage state). Inspected the plug assembly, no issues were observed. Communication was attempted between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed. An extended investigation was performed on the returned sensor and did not observe any abnormalities. Attempted to replicate the complaint using a known good reader and sensor was successfully communicated. No issue were observed. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "scan error" message upon scanning the adc device in use with v2110 live, os 13, app version 2.8.4.9335 . Due to this issue, the customer was unable to obtain and readings and presented to the hospital where they received unspecified treatment. No further details were provided as customer stated they were unable to finish troubleshooting. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of incident is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "scan error" message upon scanning the adc device. Due to this issue, the customer was unable to obtain and readings and presented to the hospital where they received unspecified treatment. No further details were provided as customer stated they were unable to finish troubleshooting. There was no report of death or permanent impairment associated with this event.